Manufacturer narrative:
It was not possible to ascertain specific device information from the literature publication. All pertinent information available to abbott neuromodulation has been submitted. Should the additional information be obtained a follow-up report will be submitted.

Event description:
This event is being filed to report a dbs lead that may be related to a cranial hematoma that had to be evacuated. The patient recovered. Specific patient information is documented as unknown.. This event was captured within a literature review.